Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that during a procedure vacuum could not be created, and the handpiece had a strange vibration. The case was completed using an alternate system. There was no harm to the patient.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 13, 2015. Based on qa assessment, the product met specifications at the time of release. No further information was able to be obtained regarding the handpiece from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined. (B)(4).